Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a warning for an out-of-range/high impedance on the superior vena cava (svc) defibrillation coil. Follow up was completed and it was verified that no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.